Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 296 mg/dl. The patient was vomiting and had high ketones at 3.8. For treatment, the patient was given manual injections of insulin, intravenous (IV) fluids of saline and potassium. The patient was given (B)(6) and (B)(6). The pod was worn between 24 and 36 hours on the leg. The patient was still in the hospital. The pod was discarded.